Manufacturer narrative:
(B)(4): the patient experienced the eosinophilic peritonitis on an unreported date in (B)(4) 2014 (three weeks prior to the receipt of this report). (B)(6). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced eosinophilic peritonitis. The cause was not reported. Treatment and pt outcome was not reported. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The eosinophilic peritonitis was manifested by cloudy pd effluent and the patient (pt) was not hospitalized for the event. On an unknown date, the pt was treated for the peritonitis with an unknown antibiotic (ip) intraperitoneally. The cause of the peritonitis was unknown. At the time of this report, the pt was recovering from the peritonitis event and dianeal therapy was ongoing. Should additional relevant information become available, a follow-up will be submitted.